Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a lavage procedure, while using a versajet plus assy, 45 degree x 8mm, a problem occurred with the cable that connects the piece to the console itself. The device began to be used normally, but after five (5) minutes of use the cable that connects the handpiece to the console exploded. The console was not damaged and continues to work perfectly. It was impossible to continue using the device, so the surgery had to be suspended. No injuries were reported.

Manufacturer narrative:
H3, h6: the device was not returned preventing an evaluation taking place. Documentation review. The images supplied, confirm that the high pressure line had detached the associated batch records review has confirmed that the batch passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history has revealed a small number of cases of this nature, which are isolated in scope, and there are no open or closed escalation actions. The "IFU" instruction for use details adequate details regarding the safe operation and use, including detail that the yellow high-pressure tube on handpiece is not kinked, obstructed or tangled. The risk management documentation for versajet has been reviewed and anticipates this failure against the description ¿hose ruptures - loss of therapy; saline splash, jet emitted¿. No injuries or harms were reported because of this issue. The probable cause remains unknown, factors may include that the high- pressure hose became kinked or obstructed. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary. H6 (health effect - clinical code and medical device problem code).